Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had a faulty battery. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 correction the field service engineer (fse) evaluated the device. The fse replaced the battery to address the issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.